Manufacturer narrative:
Age of time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were kinks 66cm, 1.9cm, and 1.3cm distal from the strain relief. There was contrast in the inflation lumen, and blood in the guidewire lumen. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The 70% stenosed, 60mmx2mm, concentric target lesion was located in the non-tortuous and non-calcified posterior tibial artery. A 2.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age of time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery. The 70% stenosed, 60mmx2mm, concentric target lesion was located in the non-tortuous and non-calcified posterior tibial artery. A 2.0mm x 60mm x 150cm coyote balloon catheter was advanced for dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.